Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned device found no evidence of the reported foreign material in the dovetail or on the polished surface. Bone cement had been applied to the underside of the tibial component and flecks of cement appear to be present on the topside of the device. Measured dimensions of the tibial component were conforming to print specifications. Device history records for the persona tibia stem were reviewed and found no deviations/anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial plate. Investigation conducted by manufacturing site revealed no assignable cause related to the manufacturing process. The reported event cannot be verified, and a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, a small piece of material was noticed on the dovetail of the implant.